Manufacturer narrative:
Additional information: b5 and g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's blood oxygen level dropped to 84%. The doctor replaced the tracheal tube, and the child's blood oxygen level returned to 95%. The problematic tube was removed after the cuff pressure was reduced to 0 and after removal, the cuff was found to be inflated, with 70 ml of air withdrawn.

Event description:
It was reported that due to blood gas analysis with plasma lactate testing showing an oxygen partial pressure correction value of 55.00 mmhg and blood oxygen saturation of 84%, the doctor replaced the tube, and the patient's blood oxygen level rose to 95%, with no perioral cyanosis observed.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (curity btr). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.